Event description:
It was reported by service report that the footboard labels have bubbled causing the footboard controls to be inoperable or intermittent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bubbled footboard display label.